Event description:
On 11/08/2006, the customer called gambro to report a suspected hemolytic event. The pt was admitted to the hosp cyanotic, hypotensive and short of breath. The emergency room physician diagnosed this pt with "hemolysis" and "anemia". Chief executive officer of dialysis at the clinic stated that this pt had not been feeling well for about a week, frequently arriving to the dialysis clinic complaining of nausea. In 2006, this pt arrived at the clinic for her usual treatment. The staff programmed the machine to remove 4.0kg as the pt had gained 3.3kg since her last treatment. Despite the ultrafiltration rate of 1.14kg, the pt continued to become more hypertensive as the treatment progressed. Approximately 30 minutes prior to the termination of the treatment, the pt became very nauseated, but never vomited. Her facial color became reddened, lips and mucous membranes were cyanotic, and the pt was complaining of a headache and lower back pain. The pt was placed on 100% oxygen and transported to hosp's emergency dept.